Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source received an e102 error code for lamp outage. The issue was found during inspection of the device in preparation for use for an unknown procedure. There are no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: cracks on the front panel, a power switch that needed to be upgraded, a locking mechanism that was not locking, a broken lamp, and the use of a non-olympus bulb that needed to be replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error code displayed occurred because the light source device malfunctioned. The event can be detected and prevented in accordance with the following sections of the instructions for use: ¿warning. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction, or a fire.¿ olympus will continue to monitor field performance for this device.